Event description:
It was reported this right ventricular (rv) lead exhibited variable measurements in impedances of greater than 30k. It was noted that there was no evidence of loss of capture or noise. The patient is pacing dependent. No adverse patient effects were reported. This rv lead remains implanted and in service. Additional information was provided from the field representative, confirming that the impedances are still within normal range of 432 ohms. It appeared that the daily measurements from latitude showed high impedance spikes recorded, but not out of range. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).